Event description:
It was reported that during a vats lobectomy procedure, when the surgeon was cutting the bronchus, the firing trigger of the device stuck in the middle of firing process. The device just fired half staples. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional info 12/10/2009 - a green cartridge was used. The surgeon used white cartridge on pa/pv. When firing, the forces is higher than usual. The triggers and buttons did not return automatically return to their original (pre-fired) positions, without intervention. The surgeon had to pull the trigger hardly to remove the device.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.